Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Functional testing revealed the device failed temperature and vibration specifications. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during heart surgery the attachment device was "overheating". The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.